Event description:
A report was received that the pt was experiencing difficulty communicating with his ipg. After multiple troubleshooting attempts without success, a bsn representative confirmed that there is an issue with the ipg. A revision surgery has been recommended.